Event description:
It was reported that on (B)(6) 2023, a 27mm navitor was implanted in a transcatheter aortic valve implantation (tavi) using a small flexnav delivery system. The patient had a right bundle branch block preoperatively, and was at high risk for developing block. Following the procedure, a complete atrioventricular (av) block was developed, and symptoms of block came back and forth repeatedly. The final implant depth was 3mm. On (B)(6) 2023, a leadless pacemaker implanted. The patient was later discharged from the facility.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a right bundle branch block (rbbb) preoperatively and was at high risk for developing a complete heart block, the final implant depth of the valve was 3mm, there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the patient had a baseline sinus rhythm. Based on all available information, a cause for the reported event could not be conclusively determined. It is possible that patient condition (preoperative rbbb and high risk for complete heart block) contributed to the reported event. However, this cannot be confirmed.